Event description:
Noise seen on hmsc recording from (B)(6) 2022. A device upgrade was done on (B)(6) 2022, and the noise recording was triggered after the procedure, once the patient was in recovery. No noise can be seen on the rv channel prior to the device upgrade. Shock impedance data from after the change out is trending lower than prior to change out. A full lead evaluation including postural and isometric testing was recommended. An x-ray may also be performed to evaluate further. Short intervals graph also show greater than 249 short intervals in 24 hours. Lead remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
(B)(6) 2022 lead capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.